Event description:
This report summarizes 4 malfunction events in which the device had debris in sterile package. 4 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: b5, h10 3 events were originally reported for this failure mode during the reporting quarter. 1 event was inadvertently excluded. 4 reported events are included in this follow-up record. Product return status: 4 devices were received.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 3 events were reported for this quarter. Product return status: 3 devices were received. Event confirmation status: 3 reported events were confirmed. Evaluation results: 1 device was found to be affected by white particles on the device tubing. 2 devices did not have a root cause established. 3 devices were labeled for single-use. 3 devices were not reprocessed or reused.

Event description:
This report summarizes 3 malfunction events in which the device had debris in sterile package. 3 events had patient involvement; no patient impact.